Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for plunger rod difficult to move and difficult to operate (not drawing) due to unknown lot number. Investigation summary: customer returned one (1) loose 29gx12.7mm, 0.3ml bd insulin syringe. Consumer reported the plunger rod was too hard to press and customer couldn¿t draw drug. The returned syringe was examined, then tested for flow: the syringe was unable to draw. A wire test was then performed on the syringe: the wire was able to pass through the length of the cannula; no evidence of a cleared blockage or residue was observed after performing the wire test. The syringe was tested for flow after the performing the wire test: the syringe was able to draw and expel properly. A clog within the syringe cannula would have resulted in the syringe not being able to draw properly (as reported), however, the cause for the clogged cannula could not be determined because no evidence of the material blocking the cannula was observed. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for this issue (clogged cannula) could not be determined because no evidence of a cleared blockage or residue was observed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas (B)(6) plunger rod was difficult to move. This was discovered before use. The following information was provided by the initial reporter: the plunger rod was too hard to press and customer couldn't draw drug.